Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 500 mg/dl. The customer stated that she experienced excessive urination, thirst and vomiting. The customer stated that she had been getting no delivery alarms prior to the event. Troubleshooting was performed, and the insulin pump passed the prime test. The customer removed the infusion set, and the cannula was bent. The customer later called to report another no delivery alarm. The customer felt that the insulin pump was malfunctioning, but decided not to take a replacement at this time. The customer stated that she would call back if she decided to have the insulin pump replaced. Nothing further was reported.